Event description:
Follow-up information identified the patient's therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays were unremarkable for lead migration. As a result, the patient¿s lead was repositioned on (B)(6) 2018.